Event description:
It was reported that the patient received a shock. The shock was due to t-wave oversensing (twos) discriminator not withholding due to large r waves. The device was reprogrammed and remains still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The save to disk review found no anomalies.